Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 23 or 37 or 130 alarm or device test failed alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not complete steps in displacement verification test successfully. Customer stated they received multiple insulin pump error alarm. Customer was able to clear the alarm and able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.